Event description:
The customer reported that the pencil self activated during a coronary artery bypass grafting procedure. There was no patient injury. The surgery was completed with another pencil.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.